Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an ez-io driver that exhibited some physical damage on the handle and shaft, indicating that it may have been dropped or subjected to rough handling. A motor inspection found it to be within specification. The rpm capabilities were evaluated with simulated load pressure. The driver was subjected to a simulated sawbone insertion test. And the battery pack was evaluated. The result of these reference tests indicated that the driver was near or at the end of its useful life. The firmware was evaluated to determine charge count data and approximate trigger pulls. The firmware on this device has since been revised to improve reliability and include additional diagnostic data. This driver was manufactured prior to implementation of that revision. The cause for the driver no longer working is that it was at the end of its life. The cause for the led failing to activate red was that the firmware did not capture all the charge count data. A firmware update has been implemented, no additional corrective or preventative actions will be implemented at this time.

Manufacturer narrative:
(B)(4). Additional information received: the complaint that the driver was unable to complete an insertion was confirmed. The driver powered off during the attempted insertion due to battery depletion. Although it could not be determined why the driver led did not switch to red; teleflex has opened (B)(4) to investigate further.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver had the green light but it didn't have enough torque to sink the needle to the bone. Another driver was used to complete the io. There was approximately 1 minute delay with getting the second driver. The patient expired. The risk safety manager/supervisor stated that the failure of this device did not contribute to the patient's death.